Event description:
Customer reported a historically known weak d donor tested negative on the weak_d assay on the galileo.

Manufacturer narrative:
Weak_d testing was performed on an in-house galileo with known donor samples and the customer's sample using retention capture-r select, capture-r indicator read cells, and anti-d series 4. Expected reactivity was observed with the in-house donor samples. The customer's donor sample was negative. Manual solidphase testing was performed with anti-d series 4, anti-d series 5, anti-d (monoclonal blend), and anti-d bio-clone using capture-r select and capture-r indicator red cells. The customer's donor sample was used for monolayers. Reactivity was observed with anti-d series 4 (score of 6 on a scale of 0 to 10), anti-d (monoclonal blend), and anti-d bio-clone (scores of 10). No reactivity was observed with anti-d series 5. Hemagglutination tube testing was performed with the customer's donor sample using anti-d series 4, anti-d series 5, anti-d (monoclonal blend), and anti-d (human). The sample exhibited very weak (rough to +w) reactivity with monoclonal anti-d reagents and was nonreactive with polyclonal anti-d reagent. The event appears to be releated to the nature of the sample.